Manufacturer narrative:
(B)(4).

Event description:
An external visual inspection was performed and failed due to the lcd screen being damaged. Pictures were taken. A receiver charge and boot was performed and passed. Functional testing were performed and fail the button test. An attempt was made to navigate through the receiver main menu and sub-menus failed due to the lcd screen being damaged. After being replaced with a good known touch screen, the attempt to navigate through the receiver main menu and sub-menus passed. The receiver log was downloaded and reviewed finding no errors related to the complaint. The receiver case was opened, and an internal visual inspection was performed and due to the lcd screen being damaged. Pictures were taken. Confirmation of the complaint was confirmed. The probable cause was a defective lcd. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver display was frozen. No additional event or patient information is available. No product or data was provided for evaluation. The confirmation of the complaint is undetermined. The probable cause could not be determined.